Event description:
It was reported that the patient fell and the right atrial (ra) lead high threshold alert sounded. The ra lead dislodged and exhibited a loss of capture and undersensing of p waves. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.